Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient's right ventricular lead was pulled back confirmed by an x-ray. The lead also exhibited high unacceptable capture threshold around (B)(6) 2017. Upon attempting to reposition the lead, helix was unable to retract. The lead was capped and replaced on (B)(6) 2018. The patient was stable before, during and after the procedure.